Manufacturer narrative:
This pt presented to cath for treatment of a 58% de novo lesion in the proximal left circumflex of 16.41mm in length in a 2.83 mm at a bifurcation. The (type a) concentric lesion was also focal. The femoral approach was chosen for the procedure. Pre-dilation was conducted with a 3.0x15mm balloon at 6atm before deploying one 3.5x18mm cypher at 16atm. Post-dilation was conducted with a 3.75x15mm balloon at 20 atm. Timi iii flows were recorded pre and post-procedure. The residual diameter stenosis measured 16%. Ivus was not conducted. On the same day, the proximal lad was treated with a cypher stent. Approx five months later, the pt complained of chest pain. Six weeks later, follow-up coronary angiography was conducted and restenosis was observed at the proximal edge of the cypher. There was 68% stenosis. As a result, a coronary artery bypass graft (CABG) was conducted at lita-lad and lad-om. Timi flow after the procedure became 3. This product is not available for testing and evaluation. Add'l info received will be submitted within 30 days upon receipt.

Event description:
There was in-stent within the cypher stent five months after the procedure.